Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause and treatment for the event was not reported. Patient hospitalization and outcome of the event were not reported. On an unreported date, the patient's pd catheter was removed due to the peritonitis event. No additional information is available.